Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that arteriotomy closure of the calcified left common femoral artery was attempted using a proglide device via a 7f sheath after a peripheral interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.